Event description:
It was reported that during a da vinci hysterectomy procedure, the staff reportedly observed the cable to have broken at the distal end of the fenestrated bipolar forceps instrument. There were no missing and/or fallen pieces reported. The planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the pitch cable to have broken at the distal clevis hub. The cable segment that contained the crimp remained installed in the clevis. The clevis did not exhibit any damage or wear marks. Failure analysis investigation also found scratches on the surface of the distal pulley. There was no other damage found.